Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient had maladaptation. The iol was exchanged for unspecified lens model after the initial implant procedure. Clinical reason for explant was reported as maladaptation. There are two medical reports associated with this patient. This file belongs to left eye. Additional information has been requested.

Manufacturer narrative:
Correction information was provided in d.4. Additional information was added in h.3. And h.11. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company, 20.5 diopter, (1.5 extended depth of focus) lens was replaced with an unspecified lens model. The lens was explanted. It was not reported at the time of occurrence. No additional information has been provided at this time. Due diligence has been performed in an attempt to obtain further information on this event. The reporter has not responded to requests for follow-up information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.